Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) clip falls into the patient in an open state. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with prophylactic clipping procedure performed on (B)(6) 2016. According to the complainant, during the procedure, inside the patient, the clip was opened and the clip jaws were not aligned with each other and was in an "l" shape. The clip was unable to be pulled through the scope, so the clip was deployed in the colon in an open state. The clip was left to pass naturally and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.